Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Full lead. Visual inspection: it was noted that the proximal conductor was distorted.

Event description:
It was reported that the stylet insertion became difficult and was stuck at 30mm distal. The lead was not used. No patient complications were reported as a result of this event.